Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. A.5 unknown.

Event description:
The user facility reported the patient was on impella cp support and after the implant, the patient had ventricular fibrillation (vf). Three shocks were given to the patient and support continued. Additionally, when the peel away was pulled part way out of the femoral, the sheath started to split. This resulted in significant bleeding from the access site. The repositioning sheath was placed and pressure was held. A femstop was then placed. Support continued. Patient survived.

Manufacturer narrative:
The investigation has been completed. No product was returned. Per the clinical investigation, clinical details note that the patient vfib arrested shortly after cp placement and was given three shocks. In order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the vt/vf/at/af was unable to be determined due to insufficient clinical details. Clinical details note that the medical doctor (md) started splitting the peel-away sheath before the sheath was completely out of the femoral artery, which resulted in significant bleeding at the groin site. After repositioning sheath was placed, pressure was held on groin site for at least 30 minutes before transferring patient to ICU. The cause of the sheath split issue was not determined since insufficient clinical details and product not returned. Md began to remove sheath from patient but sheath peeled apart prior to being completely out of the femoral artery.